Event description:
Boston scientific received information that this left ventricular (lv) lead displayed abnormal pacing impedance measurements, which was due to lead fracture. The decision was made to explant this lv lead. There were no adverse patient effects reported.

Manufacturer narrative:
Analysis reveals all conductor wires are fractured approximately 15 cm from terminal pin. This location would be located inside the pocket area and would be in close proximity to the can. Furthermore, curvature on the lead terminal section appears contoured with the curvature on the can. The lead possibly wrapped around the can (inside the pocket) and most likely coming in contact with the can and the subsequent fracture.